Event description:
The medical center had an impella cp pump placed as a replacement for the first pump that had low flows. The 2nd pump could not advance and fully deliver. When the pump was removed the team observed an iliac artery dissection. The dissection was treated by iliac artery angioplasty.

Manufacturer narrative:
The medical center discarded all impella pump product at the time of the explant. No benchtop analysis to root cause is possible. Should more information be shared that leads to root cause of the injury, a final report will be be forthcoming. Of note in the IFU: ¿potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation...¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿